Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative (-) methadone (metd) results generated by the unicel dxc 800 pro synchron clinical systems for multiple pt samples. The customer indicated that a physician questioned 5-6 urine samples reported as negative for metd. The physician expected positive results because all pts were from a metd drug treatment facility. The lab retested samples for metd and obtained positive (+) results. Customer amended pt results to (+). Pt treatment was not initiated or withheld because physician questioned the results.

Manufacturer narrative:
After negative (-) metd results were questioned, customer reviewed qc which was unacceptable. They then shut the instrument down and waited for service. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found evidence of leaking inside the reagent carousel. The fse completed repair and performed a preventative maintenance (pm) to the instrument. As per product labeling, "the metd assay provides a rapid screening procedure for determining the presence of methadone in urine. This test provides only a preliminary analytical result; a positive result by this assay should be confirmed by another generally accepted non-immunological method such as thin layer chromatography (tlc), gas chromatography (gc), or gas chromatography/mass spectrometry (gc/ms)". Customer amended pt results to positive without beckman coulter inc. (Bci) recommended gc/ms confirmatory testing. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.